Manufacturer narrative:
(B)(4).

Event description:
It was reported that an anomalous patient notifier test was observed. During the patient notifier demonstration, no vibration was felt. The patient was asymptomatic and will continue to be monitored normally.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
The reported patient notifier anomaly could not be confirmed in the laboratory. The device was tested on the bench and no anomalies were found. The cause of the event could not be determined.